Event description:
The manufacturer received information alleging a ventilator service required condition had occurred causing the trilogy evo device to shut off. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition had occurred causing the trilogy evo device to shut off. There was no harm or injury reported. The ventilator was returned at a third-party service center and the customer¿s complaint was not confirmed on the device. There were no repairs performed on the device for this issue. Additional findings not related to the malfunction/issue was contamination found on the following parts by the third-party service technician: particulate filter, blower assembly, blower bellows seal, blower mount, proportional valve, three-way solenoid valve, cooling fan assembly, fan retainer, main housing, machine flow sensor, muffler assembly, vanity cover, system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing. The following part was proactively replaced on the device by the third-party service technician: air inlet foam filter. In addition to the main housing having contamination, there was damaged found by the third-party service technician. The third-party service technician replaced all of the parts to address these issues on this device. After all parts were replaced on the device, the third-party service technician performed a functional test on the device, and it passed the functional test.